Manufacturer narrative:
H6, investigation conclusions: the preferred term would be, "cause traced to incorrect or improper installation".

Event description:
A customer from united states reported that on 2023-06-14, the head of the microscope (opmi) loosened from the mora interface during a case. There was no injury reported.